Event description:
During service by baxter, the infusion pump was found to contain failure code 810:11. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary:failure code 810:11 was confirmed in the event history. Failure code 810:11 is an air-in-line sensor failure and inspection of the pump found the air-in-line sensor saturated. The pump head module which contains the air-in-line sensor was replaced.